Event description:
The bard max-core disposable core biopsy 20-gauge coaxial needle hub of the guiding needle separated and was retained in the patient's right flank. Initial attempts of removal under fluoro were unsuccessful requiring the patient to return on a subsequent date for removal utilizing hookwire localization and removal. FDA safety report ID # (B)(4).